Manufacturer narrative:
Device trace download analysis confirmed the device alarmed pump error. The power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was 5.5 mmol/l. Customer explained that the internal power source in the pump is unable to charge. Customer was able to successfully clear the alarm. Insulin pump will be returned for analysis.